Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed a slice cut in the catheter body, not related to explant damage. Analysis of a returned catheter with an unknown serial number revealed a tear in the seal near the guide ring of the sutureless connector.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2006 (B)(6), explanted: 2014 (B)(6); product type catheter product ID neu_unknown_cath, lot# unknown; product type catheter (B)(4).

Event description:
It was reported that the patient was behaving like she was in withdrawal. The patient had underdose symptoms of a fever and itchiness. She did not respond to a bolus on the day prior to the report. The patient was given another bolus on the report date. It was also noted that the patient currently had pneumonia. The healthcare provider (hcp) wanted to check the side port and the reservoir volume. This was done on the report date. The catheter aspirated just fine and there were no volume discrepancies. There was no alleged product issue. The device system was used to deliver baclofen. It was later reported that the patient experienced increased spasticity. A bolus and catheter aspiration was attempted. A catheter break in the distal segment occurred. During a catheter replacement, a hole in the catheter was also identified by the doctor and surgical staff. It was later reported that the patient was having episodes of increased tone and a bolus helped. Following the catheter replacement, the patient resolved without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.